Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 5 of 10 for the same event. It was reported from (B)(6) that while charging the battery devices in the hospital, the devices did not work after some time. According to the reporter, new battery devices were used with a loaner universal battery charger device and the same issue occurred. The reporter indicated that the led on the charger device changed from orange to red after a while. A new universal battery charger device and new battery devices were ordered and tested; and the charger test was successful. The reporter further indicated that the new battery devices worked with the two universal battery charger devices. The event did not occur during surgery. There was no delay in surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the batteries had blown fuses due to a short circuit current. All the batteries showed led light indication on the charger and it was possible that the battery casings got cleaned with the batteries inside creating the short circuit. The assignable root cause was undetermined. If additional information should become available, a supplemental medwatch report will be sent accordingly.